Event description:
It was reported that the device was no longer working. The device reportedly had not been working since (B)(6) 2012 when the patient saw her doctor. It was further reported that the device was not holding charge for more than 72 hours. It was noted that the patient was "running the device 24 hours a day." It was also reported that the spinal cord stimulator (scs) was "in an awkward position," the "device sticks out," and when the patient wears jeans it is "not comfortable." The patient also inquired about getting an MRI on her ankle. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received confirmed that the patient's implantable neurostimulator (ins) was no longer working due to battery depletion. It was also noted that the ins had 'slipped' and was 'no longer straight across.' The ins was noted as being tilted down and sitting a 45 degree angle. The ins was also moving in the pocket area. The patient confirmed that the pocket site 'ached' and bothered them 'big time' especially when wearing jeans in the winter. The site was not reported to be red, swollen, or painful to the touch. In addition, the patient noticed within the last couple of months that they had 'some problems' between their shoulders (around c5-c7). It was unclear if this was due to inactivity or some other issue. The patient also had been having therapeutic ultrasound on their right ankle twice a week for the past 3 months but planned on discontinuing this therapy. The patient did injury their right foot about a year ago (patient believed this was unrelated to the device) and their physician suspected a tear of the tendon. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# n0033896, implanted: (B)(6) 2005. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 355029, lot# n0029377, implanted: (B)(6) 2005. Product type: accessory. (B)(4).